Event description:
Ous MDR - it was reported that one year after the implantation some oversensing episodes were noted in the memory of the device. The threshold and the impedance are within the range. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.